Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient stated while using the device it wakes them up where there is a need to gag for a breath. Patient alleges having redness in one nostril due to using the nose tube. The patient also stated they sleep with a sleep apnea machine which has caused dizziness, the filter gets dirty quicker than usual, and the air flow is not flowing right to their nostrils. Patient stated their doctor has prescribed medication for acid reflux and has alleged they have side effects of dry mouth with mucus on the chest. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.